Event description:
It was reported that patient was having difficulty charging the ipg for longer period of time. The patient underwent an ipg replacement procedure for MRI compatible and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.